Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the lot number information was not provided. The device will not be returned for evaluation; therefore, the product analysis could not be performed. The physician stated that high flow circulation along with an undersized coil possibly caused the coil migration; however, the root cause could not be determined.

Event description:
It was reported that the patient underwent y-90 mapping for radioembolization on (B)(6) 2017, and an azur coil was implanted in the gastroduodenal artery (gda). On (B)(6) 2017, follow-up fluoroscopic images demonstrated coil migration to a smaller vessel; however, blood flow to the smaller vessel was not interrupted. A larger coil was implanted at the intended treatment site in the gda. No patient injury was reported with this incident. To date, the patient is reported to be stable.